Event description:
It was reported that the customer received a compromised force sensor system alarm. It was also reported that the customer received a motor error alarm. . Customer's blood glucose level at the time 370mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was unable to prime during the prime test, and gave an alarm during the basic occlusion test due to moisture damage on the force sensor. The electronic assembly also had moisture damage. No motor error alarms or other alarms were noted. The motor was tested outside of the device and it passed. The pump also had minor scratches on the display window, a cracked display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube and a cracked reservoir tube lip.